Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had insulin flow blocked alarm. Customer's blood glucose level was 146 mg/dl. Trouble shooting was performed for insulin flow blocked alarm. Customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer was able to complete the rewind but unable to fill tubing. Customer stated that the insulin did not exit. It was also stated that the insulin pump alarmed insulin flow blocked with load reservoir. Customer was advised to change the reservoir to resolved the issue. Customer was successfully resolved the issue by changing the reservoir. The device will not be returned for analysis.